Event description:
The complainant alleged that the pilot valve was not shifting. The independent repair statement confirmed this as the key failure and red light alarming. In addition it was found that 6 tie wraps were leaking.